Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Customer reported on (B)(6) 2022, an ec38-i10cl brought up a message stating "scope not supported" and then the lights went out during a procedure. Patient on table was woken from anesthesia, and put back under while problem was addressed. The account tried plugging the scope into 3 other processors, but could not get the lights to function.

Manufacturer narrative:
Correction information: g6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: h4:device manufacture date. Evaluation summary: after completing the acceptance inspection, it was found that there was fluid intrusion inside the location of the pve connector. We did a good faith effort three times but did not receive a reply from the hospital. We checked the returned unit and confirmed that the cmos-m with drive pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the cmos-m with drive pcb. In addition, we confirmed that the cmos-m with drive pcb fluid damage, the lg cable connector fluid damage, the objective lens unit cracked, and the lg cable connector corroded.

Manufacturer narrative:
G4:. Premarket identification PMA/510(k), g6: follow up #2, h2: if follow-up, what type?